Manufacturer narrative:
Retainer ring = black. Pump was returned for a pump error 63 alarm, a no delivery/occlusion alarm - unknown timing, and for alleged high bg's found on (B)(6) 2021. Pump passed displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, but failed the self test. Pump error 63 alarm present during testing. No unexpected no delivery alarms were encountered during testing. Test p - cap/ reservoir locks properly into place. Pump's history and trace files downloaded successfully using thus software. Pump error 63 was present in the history download on event date of 20-dec-2021 at 9:31 pm (variable info = 3). No delivery alarm was found in history files and traces on event date of 20-dec-2021 at 3:33pm during bolus. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, moisture damage was noted in the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and corroded battery tube no delivery alarm was not confirmed during testing. Pump error 63 was confirmed in the formatted history file on event date of 20-dec-2021 at 9:31 pm (variable info = 3) due to due to broken trace at pins #6 sda and #1 vdd on u1 keypad assembly. Unable to verify customer's complaint for high bg's. Moisture damage in the battery tube was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had experienced high blood glucose level. The high blood glucose level of customer was 449 mg/dl. Insulin pump had insulin flow block alarm and hardware low level failure alarm. Self test was performed and interrupted by insulin pump error for 2 times. Customer reported that auto mode shield was not there. Customer was advised to check readiness screen and auto mode was turned off, active insulin updating was not marked. Customer was treated with insulin pump and insulin injection. The insulin pump will be returned for analysis.